Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. Due to this a lead safety switch was triggered and high pacing thresholds and noise were also observed. The device was reprogrammed; however, the impedance measurements started to rise up into out of range measurements again. Further evaluation of the system and a potential system replacement were discussed. This lead remains in service. No adverse patient effects were reported.